Event description:
The customer reported the system would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube, cover, and temperature sensor, replaced the snubber assembly, performed a full generator calibration and beam alignment. The system operates as intended.